Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that customer experienced hypoglycemia. The customer blood glucose level was 40 mg/dl. The customer was treated with juice's and food. Customer declined to troubleshoot. The device will not returned for analysis.